Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse adjusted the x1-axis flag and was able to run a full rack of specimens with no errors. All results were acceptable. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the x1 pitch alignment.

Event description:
On (B)(6) 2016, a customer reported x1-axis errors with their g8 analyzer. The customer stated that the rack was jammed. They tried rebooting the analyzer but was unable to move the rack. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.